Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. There were random lines in the middle of the screen. They would appear when they press any button. They had a partial display. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The device was dropped but they did not recall when. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked lcd zebra connector. Pump passed idle current test. Analysis was unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segments. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker and stained address/serial number label.